Manufacturer narrative:
This product was received and tested by technical services and though they confirmed the image flickered when the cable was moved, they were not able to fully determine the cause. The smart cable was connected to a verathon single use blade and a verathon gvm monitor and the flickering was observed. No repair was possible, a new smart cable was sent to the customer and the returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was a flickering image when the cable was moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.